Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that for the past couple of months his sugar has been high and it is always low in the morning. The customer stated that his blood glucose has been in the 200s mg/dl and up every morning when he wakes up. The customer stated that when his blood glucose gets up to 500-600 mg/dl, he gets nauseated. The customer stated that he had surgery and that could have taken effect on the high blood glucose readings. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer declined to perform the hp test.